Manufacturer narrative:
H6: investigation summary: this memo is to summarize findings on the recent complaint (B)(4) against columbia agar with 5% sheep blood, catalog number 254071 with respect to mixed units. Within a stack of columbia agar with 5% sheep blood plates, gardnerella seletive agar with 5% human blood plates (catalog number 254094) were mixed in. The complaint trends were reviewed for a period covering 12 months. No similar complaints were registered for catalog number 254071. The bhr and production plan was reviewed. The mixed in gardnerella seletive agar with 5% human blood plates of lot 1271253 were produced two days prior to the production of any columbia product. Catalog number 254071 was not produced on the same production line in the corresponding calendar week. Neither picture nor return samples were provided by the customer. Based on the evidence a proper investigation is not possible. Neither return nor picture samples were provided by the customer. In addition, the affected lot number is unknown. Therefore this complaint cannot be confirmed. Without information on affected lot numbers, a bhr review is unable to be performed. Evaluation of the production plan showed no temporal connection between production of catalog number 254071 and 254094 on the corresponding production line. Complaint trends do not indicate any systematic failure of the validated manufacturing or line clearance processes. No further actions are needed this time. A definite root cause was not identified. H3 other text : see h10.

Event description:
It was reported that there was a mix of product with bd bbl¿ columbia agar with 5% sheep blood. Gardnerella plates were mixed in with a 120 plates. The following information was provided by the initial reporter, translated from german to english:within a stack of plates, columbia and gardnerella plates were mixed. Affected was 1 ve (120 plates) unfortunately, a picture could not be taken, because the plates have already been disposed of.

Manufacturer narrative:
Medical device expiration date: unknown. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ (B)(6) agar with 5% sheep blood catalog number 221263 with 510k number preamendment. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was a mix of product with bd bbl¿ columbia agar with 5% sheep blood. Gardnerella plates were mixed in with a 120 plates. The following information was provided by the initial reporter, translated from (B)(6) to english: within a stack of plates, (B)(6) and (B)(6) plates were mixed. Affected was 1 ve (120 plates) unfortunately, a picture could not be taken, because the plates have already been disposed of.